Manufacturer narrative:
To date, information suggests that this lv lead has not yet been returned to boston scientific. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead was attempted for implant, however due to use handling in sending this lead through the guiding catheter, the lead was compromised. The nature of that compromise is not fully known at this time, but there may have been a fracture of the lead. The physician elected not to implant this lead and a new lead of the same model was implanted in lieu. There were no reported adverse patient effects associated with this clinical observation. There was no allegation against the associated guiding catheter.